Manufacturer narrative:
A direct correlation between the ventricular assist device(vad) and the reported gastrointestinal(gi) bleeding could not be determined through this evaluation. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years 10 months. Investigation results: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to worsening fatigue, low energy, and dizziness. The healthcare provider believed this to be caused by a gi bleed. Tagged red blood cells(rbc) scan showed potential bleed in the jejunum area of the small intestine. A CT angiogram showed evidence of gi bleed in area of antrum of the stomach with pooling in posterior stomach. Gi was consulted and an egd was done which produced evidence of mid-jejunal bleeding which was treated with hemoclips. The patient was transfused blood during this hospitalization. The patient was discharged after reaching a therapeutic inr level and their hemoglobin improved. No additional information reported.